Event description:
It was reported that the minicap was dry. The event was reported before use. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device manufactured date: dec. 19, 2014 - dec. 22, 2014. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified the presence of iodine. Flow testing was performed on an unopened companion sample. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.